Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high readings compared to his feelings or normal results and compared to an hgb a1c reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 'a couple months' prior to contacting lfs. The patient was unable to recall the alleged high readings. The patient reported see his doctor on an unknown date and time and an hgb a1c reading was obtained of '4.8%.' The patient reported using insulin pump therapy to manage his diabetes. The patient reported in response to the high readings and his doctor's recommendation, he bolused insulin accordingly. The patient reported several hours afterwards he developed symptoms of 'tingling lip, sweaty and sleepy.' The patient reported having some orange juice as treatment on an unknown date and time. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. However when a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue he medicated herself according to the alleged high readings and he developed symptoms suggestive of hypoglycemia.